Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. The probable cause: based on the information obtained, olympus were unable to identify the root cause. However, olympus believe there was a difference in understanding between olympus's recommendations and the facility regarding device handling and reprocessing procedures. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around lights guide lens was peeled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.